Event description:
Dr. Was placing a PICC in a 5 year old male patient. As he was breaking the peel-away apart, the white grasping knobs on the ends if the peel-away broke allowing the sheath to slip inside the patient's vein. Unsuccessful retrieval attempts were made. The patient was taken to the or for removal of the sheath.